Event description:
Surgeons have reported a "higher than normal incidence of chondrolysis" in shoulder-surgery patients when using local anesthesia kits manufactured by mckinley medical. The distributor of these kits in another country has asked mckinley medical whether the materials in the kit components could contribute to the chondrolysis incidents. No further info was available at the time of filing this report.